Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation in the hypotube at 41.9cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and balloon. The balloon was folded but the folds were slightly loose.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that balloon damage occurred. A 20mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, during unpacking, it was observed that device was folded. No patient complications were reported and the patient status was stable. However, returned device analysis revealed shaft break.